Event description:
The customer reported a blockage on the water channel. There was no patient injury reported. The scope was returned to the regional repair center (rrc) for evaluation and foreign material was noted exiting the scope¿s air/water channel. This report is being submitted to address the foreign material observed in the air/water channel.

Manufacturer narrative:
The event date is (B)(6) 2021 when the foreign material was noted. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The provided investigation images showed a blockage protruding from the outlet pipe. The reported contaminate appeared to be a white plastic like material. The investigation concluded that the contaminate did not originate from the olympus endoscope. In addition, the investigator reported that previous investigations indicated that this fault was typically a result of user handling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a white plastic like material was observed but cannot be specifically identified. The following causes were presumed: 1.) Reprocessing method at the facility differed from IFU recommendation; 2.) The facility staff was less trained in reprocessing and/or device handling in accordance with IFU. The instruction manual identifies the following related verbiage: ¿an insufficiently reprocessed endoscope and/or accessories may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ additional instruction manual verbiage states the following: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure¿. Olympus will continue to monitor field performance for this device.